Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for fibrin. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was clotting/micro clots/fibrin clots. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: they found more fibrin in clotted blood. They could not collect serum in the clotted blood tubes to do their testing.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was clotting/micro clots/fibrin clots. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: they found more fibrin in clotted blood. They could not collect serum in the clotted blood tubes to do their testing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.